Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the cause of dead implantable neurostimulator (ins) and connection issues was the patient didn't charge the device. They charged the device and the issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient's ins is dead and they were trying to charge the ins with the physician recharge mode. The patient claimed that they could not connect to the ins for the past three years. The caller asked about MRI mode and MRI eligibility. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. The caller will continue attempting to charge the ins with the patient.

Event description:
2025-dec-08, information was received from a patient (pt) with an implantable neurostimulator (ins). Pt likely in overdischarge, pt hasn't used the system in over a year. Patient had an MRI and was not able to get system to turn on after and pt has left it since the MRI over a year ago. Pt said they should have called earlier because it was working well for her. Patient said their managing physician (hcp) wants to replace the neurostimulator but wants patient to get an MRI first. Technical services(ts) redirected patient to hcp to page manufacturer representative (rep) to jumpstart patient's implant. No symptoms were reported. 2025-12-11, additional information was received, it was reported the ins was implanted on (B)(6) 2017. It was noted that the patient was unable to get an MRI due to not being able to turn it on to put it into MRI mode. The issue was not resolved and the device was not responding. It was noted the device was still implanted and not powering on.

Manufacturer narrative:
B5 has been updated to include information previously captured in as it was determined that this information p ertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.